Event description:
The user facility reported that during support of the impella cp flex on (B)(6) 2025, impella was inserted and support initiated. The patient had ventricular tachycardia (vt) arrest x1 during prep process. Peel-away sheath removed, exchanged for repositioning sheath. After the exchange process, the patient lost all pulsatility on the impella, had multiple suction alarms, low flows on cp, and had a rhythm change to bradycardia, followed by asystole. Cardiopulmonary resuscitation (CPR) initiated, tvp placed, unable to capture. CPR continued, unable to regain rhythm. Time of death called at 2050.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported tachycardia, low pump flow, and asystole. . The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the tachycardia, low pump flow, and asystole could not be determined.